Event description:
It was reported that during use of the iab, the ap waveform was lost. Extensive troubleshooting failed to determine the cause of the problem. As a result of this, the iab was removed and the pump was exchanged. There were no associated pt complications.